Event description:
It was reported via a trial that on (B)(6) 2010, the pt experienced bradycardia after the uneventful stenting of the right internal carotid artery with the acculink stent. The pt was given prophylactic atropine during the procedure. After the procedure on (B)(6) 2010, the pt's heart rate dropped further causing dizziness, nausea, and vomiting requiring another dose of atropine which improved the pt's heart rate. The pt's hospitalization was prolonged and required the implantation of an automated internal cardiac defibrillator (aicd) on (B)(6) 2010. Reportedly, the pt reports that an aicd was previously recommended to her earlier in (B)(6) 2010, but did not go through with the recommendation. The pt was discharged home on (B)(6) 2010. There was no add'l info provided.

Manufacturer narrative:
(B)(4). Bradycardia may occur during this type of procedure and as listed in the instructions for use, and is a known potential adverse event associated with the use of the product. The reported hospitalization, therapy/non-surgical treatment and treatment with medication were in response to the pt symptoms. Based on available info, a definitive cause for the reported pt adverse effects and the relationship to the product, if any, cannot be determined; however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.